Event description:
The surgeon revised this patient for a disassociation of the inner 28 mm head from the mdm x3 insert. It was replaced with a trident constrained liner and 22 mm inner head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a metal head, an adm liner ((B)(4)) and mdm liner ((B)(4)) was reported. The event was not confirmed. Visual inspection indicated that there is a matte discoloured area on the returned head, consistent with contact with the metal mdm liner after the adm insert dislocated from both the mdm liner and the femoral head. The device is dimensionally within specification. Functionality cannot be reproduced. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
The surgeon revised this patient for a disassociation of the inner 28 mm head from the mdm x3 insert. It was replaced with a trident constrained liner and 22 mm inner head.